Manufacturer narrative:
Initial.

Event description:
It was reported that the charger for the ilet system was not charging despite attempts with multiple outlets and successful charging of other electronics on the same outlets, indicating a nonfunctioning charging accessory. Symptoms included no clinical effects. Outcomes reported no injury or medical intervention and replacement supplies shipped. Investigation included internal review and replacement logistics. Investigation of this case revealed a charger that failed to supply power, consistent with a defective external power/charging component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.